Event description:
It was reported that an arteriotomy closure of a heavily tortuous common femoral artery was attempted using a perclose proglide device after an iliac stenting interventional procedure. Reportedly, the device was difficult to insert due to the tortuosity of the vessel. A hematoma developed. The device was removed and replaced by a larger sheath. Hemostasis was achieved by applying manual arterial compression. The hematoma was treated with blood transfusions. The patient was hospitalized two additional days. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance and no femoral angiogram was taken. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The complaint information reported the device was inserted against resistance. As stated in the instructions for use: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Also, no femoral angiogram was taken and as stated in the instructions for use: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Based on the information reviewed, there is no indication of a product quality deficiency.